Manufacturer narrative:
Investigation, including root cause analysis, is in progress.

Event description:
A system operator reports several patients with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. It is unknown if there was patient injury/impact associated with these events. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.